Event description:
Boston scientific received info that this right atrial (ra) lead dislodged. There was loss of capture noted as a result of the dislodgement. There was no report of asystole greater than 2 seconds. The pt underwent a revision procedure and numerous attempts were made to reposition the lead without success. The lead was explanted and in doing so the insulation was cut in order to maintain venous access. Upon explant, it was noted that there was a lot of cardiac tissue in the helix. A new lead was successfully implanted. No adverse pt effects were reported.